Event description:
Customer previously sent e-mail with photos of reservoir filled with air bubbles. Customer was sent information on proper care of reservoir. Insulin pump had been replaced and customer was advised reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.